Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited far r wave over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.